Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynx control vascular closure device (vcd) could not advance through the non-cordis sheath. Hemostasis was achieved by manual compression, which lasted less than 30 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The sheath was not kinked or bent upon removal, and there was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation, and the stopcock was observed to be in the closed position. Additionally, the balloon was found fully deflated, and the sealant was exposed from the sealant sleeves due to severe kinking/bending. A dimensional test was not performed on the returned device due to the severely kinked/bent condition observed to the sealant outer sleeve assembly. Per functional analysis, insertion/withdrawal tests could not be performed on the returned device due to the severely kinked/bent condition observed to the sealant outer sleeve assembly. Additionally, the involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. However, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was able to be fully depressed, and no issues were noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, upon high-magnification visual inspection, it was noted that the sealant was exposed from the sealant sleeves due to severe kinking/bending. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the severe kinked/bent sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not applied during insertion) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked/bent condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) could not advance through the non-cordis sheath. Hemostasis was achieved by manual compression, which lasted less than 30 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal, and there was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The device was returned for evaluation. Addendum: per pe findings, the sealant was found exposed from the sealant sleeves.